Event description:
Per dealer, the patient was being pushed in the wheelchair in a park setting, and her fiancee alleges a wheel fell off the chair, and resulted in the reopening of an existing ankle injury wound. Patient was allegedly transported to the hospital for treatment.